Manufacturer narrative:
Concomitant device: marlex plug ex (product ID: 0112980, lot number: hubq1073). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced an open draining wound, infection, adhesions, mesh detachment, inflammation, recurrence, and abscess. Post-operative patient treatment included revision surgery, hernia repair with new mesh, and mesh removal.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced an open draining wound, infection, adhesions, mesh detachment, inflammation, recurrence, abscess, pain, perforation, exposed mesh, scarring, and edema of scrotum. Post-operative patient treatment included revision surgery, incision and drainage, wound vac application, hernia repair with new mesh, mesh removal, and medication.

Manufacturer narrative:
Correction: b5, h6 (ime code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a4, b5, b7, d6b, d8, e1, g1, h6 (ime, imf, device codes) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced an open draining wound, infection, adhesions, mesh detachment, inflammation, recurrence, abscess, pain, perforation, exposed mesh, scarring. Post-operative patient treatment included revision surgery, incision and drainage, wound vac application, edema of scrotum, hernia repair with new mesh, mesh removal, and medication.

Manufacturer narrative:
Additional info: a4, a5b, b5, b6, b7, h6 (patient codes, device codes, ime e2402: air in inguinal region, reactive squamous atypia, spermatic cord tract, appetite changes, weight loss), additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced an open draining wound, infection, adhesions, mesh detachment, inflammation, recurrence, abscess, pain, perforation, exposed mesh, scarring, edema of scrotum, air fluid in the inguinal region, fluid filled edematous scrotum, reactive squamous atypia in area of infected hernia mesh, staph. Morganella morganii infections, purulent fluid, loculations, spermatic cord tract, appetite changes, nausea, vomiting, chills, fatigue, unexpected weight loss, areas of mesh not adherent, granulation tissue, fascial tear. Post-operative patient treatment included revision surgery, incision and drainage, wound vac application, hernia repair with new mesh, mesh removal, medication, CT scan, purulent fluid evacuated, IV antibiotics, external oblique divided, mesh revision.

Manufacturer narrative:
Additional info: a4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.